Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were discovered at electronic or motor assemblies per visual inspection. The following cosmetic damage was found on the device: cracked case at display window corners and belt clip slot, and minor scratches on the lcd window.

Event description:
The customer stated that her insulin pump got wet while she was swimming. Her blood glucose value at the time of incident was 200 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.